Event description:
It was reported that on an unspecified date at six and half month gestation the patient had a kink in the infusion set tubing and experienced keloacidosis.the customer was hospitalized for two and half days and they gave birth a healthy but premature patient at thirty-two weeks four days gestation.